Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that the dilator was unable to be advanced into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. They could not advance it any more than one inch into the sheath. The sheath was replaced with a different lot number and the issue resolved. There was no patient consequence reported. Additional information was received on the event. They did not see an obstacle. The dilator would not go past 1 inch. They could not put the dilator in. The event was assessed as not MDR reportable for a resistance with sheath issue. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2022 the hemostatic valve was found dislodged inside the hub component. A microscopic analysis of the valve was performed and, stress marks on the outer diameter were observed. The returned condition was assessed as a MDR reportable hemostatic valve separation issue. The awareness date for this reportable lab finding was 06-may-2022.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2022. The device evaluation was completed on 06-may-2022. The carto vizigo sheath product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The root cause of the resistance reported could be related to the hemostatic valve detached since the dilator was introduced to the sheath once the device was dissected and no resistance was felt. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. (B)(4).